Event description:
Additional information received 11/05/2009: patient's initial surgery was in 2009. Patient had a takedown ileostomy with an ileosigmoid anastomosis. An open cutter and a staple were used. Eight days later, patient returned with ileocolic leak. There was a 1cm defect in the mid portion of the open cutter staple line. No device is available. Unknown current status of patient. That is all of the information she has.

Manufacturer narrative:
Date sent: 10/23/2009. Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
Per user facility medwatch form, 75 gia stapler and ta60 stapler were used on a patient during previous surgery. The patient returned with an anastomosis leak at the staple line. Device is not available for return. Additional information being requested.